Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing with a hole in it at pinch valve (vl4b) to resolve issue. (B)(4).

Event description:
The customer reported that less than 5 ml of fluid leaked from the lh780 while running samples. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.